Event description:
Three passes with the retrieval device was successfully performed to treat a right m1 middle cerebral artery (mca) occlusion. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, during the procedure a spontaneous carotid-cavernous sinus fistula (ccf) occurred. A cortical reflux and a brain edema were identified during one month follow-up. Transvenous embolization of the cavernous sinus was performed to treat the ccf. The patient is still in the hospital. The patient had clear consciousness, left side paralysis ( it was caused by the initial brain infarction) and improved brain edema. In the physician¿s opinion, the cause of the ccf is a "traction of penetrating branch during withdrawal of the retriever". The ccf caused the cortical reflux, which caused the brain edema.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Patient complications (carotid-cavernous sinus fistula, cortical reflux and brain edema) are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Three passes with the retrieval device was successfully performed to treat a right m1 middle cerebral artery (mca) occlusion. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, during the procedure a spontaneous carotid-cavernous sinus fistula (ccf) occurred. A cortical reflux and a brain edema were identified during one month follow-up. Transvenous embolization of the cavernous sinus was performed to treat the ccf. The patient is still in the hospital. The patient had clear consciousness, left side paralysis ( it was caused by the initial brain infarction) and improved brain edema. In the physician's opinion, the cause of the ccf is a "traction of penetrating branch during withdrawal of the retriever". The ccf caused the cortical reflux, which caused the brain edema.